Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. When additional information is received a supplemental MDR will be submitted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-year-old patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 11 years and 4 months due to mixed stenosis and regurgitation. Reportedly, the valve was mostly regurgitant. A 26mm sapien3 ultra valve was implanted within the surgical edwards valve using the transfemoral approach. As reported, following valve deployment, the patient went into complete heart block which necessitated the insertion of a pacemaker on the tavi table.

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 11 years and 4 months due to degeneration leading to mixed stenosis and regurgitation. As per medical opinion, the valve did not fail prematurely. The patient presented short of breath before the procedure. The patient was discharged on pod # 1 without any complications.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.